Manufacturer narrative:
Concomitant medical products; 407645, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) exhibited t-wave oversensing and low r-waves. It was noted that the patient experienced chest pain. The rv lead remains in use. No patient complications have been reported as a result of this event.